Event description:
The customer reported the ventilator alarmed due to an adc failure. The customer reported that the unit was not in use. The facility biomedical engineer reported a vent inop data acquisition pcba adc reference failure was noted in the device diagnostic history. The biomedical engineer could not duplicate the reported problem. The product support engineer advised the customer checking connectors/cables. The biomedical engineer reported that he reseated the boards and the data acquisition to motor controller board cable and run the unit for 5 hours with no repeat of the reported problem. No part was replaced and the unit is back in service.

Manufacturer narrative:
Out of warranty; no request for mnf serv.